Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an 8.0mm adt flex trach device had a crack or damaged near the connection between the patient's tracheostomy neck plate and the tracheostomy tube. The issue was identified by healthcare staff at a hospital, and the physician assisted in replacing the tracheostomy to a different lot of the same device. There was no bleeding around the tracheostomy site and the patient continues to use all-purpose mode with fio2 at 35%.